Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
The customer reported the device is giving an alarm message oxygen not available. The device was reported as not in use when the reported incident occurred.

Manufacturer narrative:
G4:15mar2021. B4:18mar2021. The customer confirmed the failure and heard a leak behind the unit. The field service engineer (fse) replaced the gas delivery system (gds) and the oxygen fitting to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.